Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. (B)(4). Manufacturing site evaluation: samples received: 3 units were received in open packaging. Analysis and results: there is no previous complaint of this code batch. There are no units in stock. A dye test was performed without demonstrating fraying or breaking during the test. A unit test (armed resistance) was performed received reinforcement, the test was satisfactory and comply with the OEM requirements. (B)(4) units were manufactured and distributed. Based on the analysis performed, the claim as "not justified" is determined, and the results of the tests were satisfactory to the samples. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. No corrective / preventive action is required, since the results obtained for batch release and analysis on the samples received were satisfactory.

Event description:
Country of complaint: (B)(6). Two events with this batch number are presented. Thread fraying & needle detachment. Cx cesarean. Patient pomeroy cesarean, using the premilene ref (B)(4), frays, requiring a new unit. Cesarean. Cx thorax .: for skin closure monofilament, premilene 2/0 frays which must use another unit which has the same defect, which makes use of a third unit which disassembles needle is used and must use a new one.